Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant, therefore, the expiration date is not know. Concomitant product: serial number of the radio frequency controller not provided by the complainant. The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant, therefore, the MFR date is not known. Device history record (DHR) review was unable to be conducted for the disposable device as the lot number was not provided by the complainant. (B)(4).

Event description:
It was reported that during an attempted novasure endometrial ablation on (B)(6) 2014, the physician received several unsuccessful cavity integrity assessment (cia) tests. The physician then performed a laparoscopy and found a perforation at the midline area of the fundus. The physician decided to suture and cauterize the area from above. On (B)(6) 2015, it was reported that the "patient is doing fine and has gone back to work". A hysteroscopy, dilatation, and sounding with a metal sound (not hologic devices) were performed prior to the attempted ablation. It is not known when this perforation occurred or what instrument may have been the cause.